Event description:
The customer reported that a radio frequency lung ablation was performed on the patient in 2009. In cts and xps taken immediately after the operation and the next morning, nothing was found wrong. However, 30 hours post operatively, the following day, the patient complained of chest pain. Although a CT was immediately taken and pneumothorax was found, the patient died of cardiopulmonary arrest soon after that.

Manufacturer narrative:
(B) (4) a baxter service technician evaluated the pump and confirmed the customer reported condition. Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer.

Event description:
Visible smoke was noticed coming from channel b after pre-accuracy testing was performed. The pump was in the off state when the smoke was detected. No patient injury or medical intervention had been reported related to the device. The uim master software is unremediated (B) (4). No other information is available at this time.

Event description:
During a procedure, a burning smell was noticed. Biomed was called and all requirement was unplugged and sequestered. It was determined that the smell was coming from the surgical table. The pt was examined and no injury was noted. Manufacturer response compressor in unit burned up. Additional info from the user facility: manufacturer response (as per reporter) for surgical table. Device still under warranty "compressor in the modular unit had burnt up".

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
(B) (4) after pre-accuracy testing was performed in baxter's product analysis lab (B) (4), visible smoke was noticed coming from the pump, however evaluation is not complete. A follow-up report will be filed upon completion of the evaluation or if additional information becomes available. There is an ongoing CAPA investigation, (B) (4) that is associated with this report.

Manufacturer narrative:
(B) (4)

Event description:
It was reported that post op a gastric bypass procedure, the male patient was brought back to surgery on (B) (6) 2010 for a leaking staple line on the stomach. The patient was experiencing an increase in blood pressure and tachycardia. In the reoperation the staple line area on the stomach was resected and the abdomen was irrigated. A leak test was performed, everything was fine, and the patient was taken to the intensive care unit. The patient had an emergency surgery on (B) (6) 2010 in the intensive care unit, the symptoms are unknown. It was determined that the patient had a pulmonary embolism. The patient expired late (B) (6) 2010. The device was discarded.